Manufacturer narrative:
Citation: oshima h. Transcatheter heart valve for aortic valve implantation: republication of the article published in the japanese journal of artificial organs. J artif organs. 2018 jun;21(2):125-131. Doi: 10.1007/s10047-017-1015-0. Epub 2018 feb 9. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a review of the recent technological advances in transcatheter heart valves used for transcatheter aortic valve implantation. All data were collected from a modified summary review of a previously published article. The study population included an unknown number of patients (demographics not provided), an unspecified number of which were implanted with medtronic corevalve or evolut r bioprosthetic valves (no serial numbers provided). Among all patients, adverse events included: permanent pacemaker implantation, new-onset conduction disturbances, and moderate-severe paravalvular leak. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.